Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that their insulin pump had cracks near the battery cap, had to change batteries more frequently, and had an unspecified error. The customer's blood glucose was unknown at the time of the incident. The customer declined troubleshooting. The insulin pump will not be returned for analysis.